Manufacturer narrative:
Concomitant product: 4968-60 lead, implanted: (B)(6) 2011; d314trg ICD, implanted: (B)(6) 2012; 6935-58 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching.

Event description:
It was reported that the right atrial (ra) intravascular lead had high thresholds and poor sensing. The lead was extracted. It was further reported that the ra epicardial lead also had high thresholds and poor sensing. The epicardial lead was extracted and a new lead was implanted in the atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.